Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the product had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open mastectomy procedure. The suture was being used for closing the sub cutis. The surgeon was using the continuous suturing technique. The needle broke off the thread inside the patient. Nothing was left in the patient cavity. In order to resolve the issue and complete the case, another suture was used. There was no patient harm. The patient outcome is alive, no injury.